Event description:
The clinician reports that the day the implant was placed in ada 11, failure occurred upon insertion. Ridge augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.